Manufacturer narrative:
(B)(4).

Event description:
It was reported that they did not revise the patient's catheter; instead they "pulled it down to a lower level." The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report wil be sent if additional information becomes available.